Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 27-jan-2023. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 20g x 1.0in insyte autoguard device from lot number 1350065. The safety mechanism had been activated and the needle was received partially retracted. The needle hub appeared to be caught on a deformed component at the interface between the grip and barrel. The damage appears to be a dent at the barrel/grip interface that is reducing its inside¿s diameter prohibiting full retraction. The damage seen at the barrel/grip interface has no stress marks that would indicate physical force was applied from the outside the unit. Since the defect was located within the grip and barrel, this was likely caused during assembly and could be attributable to misalignment in the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the needle retraction mechanism did not work when I pressed the activator button (it stayed on).

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the needle retraction mechanism did not work when I pressed the activator button (it stayed on).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.